Event description:
During servicing of a (B)(6) female pt's monitor for an unrelated issue, a reportable event was discovered. During testing, the monitor delivered a monophasic pulse.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor fired a monophasic pulse during the pulse test and displayed service code 105 - pulse test relay stuck. Upon investigation corrosion was found on t3, r30, and q10 on the defibrillator board, causing the monophasic pulse code 105. The cause of the corrosion was unable to be positively identified but is likely due to ingress of an unk substance. No adverse event resulted from the corrosion.